Event description:
This record is 3 of 3 for complaint number (B)(4).

Event description:
Patient status post lcp plate and screw implantation on an unknown date was discovered to have a malunion of the forearm on an unknown date. Patient was returned to the operating room on (B)(6) 2012 for removal of the plate and screws. Neither the plate or screws were broken. Surgeon revised the patient to a 2.5mm ti elastic nail. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Information received from the facility. Information not previously reported.